Event description:
The hosp reported that the 28 volt circuit breaker "popped" during case. The perfusionist removed the pump from the extra-corporeal circuit and routed it through a vacant roller pump. There was no affect to the pt.